Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 34 and 50 mg/dl. The customer was treated for the low blood glucose with food. The customer was six weeks new to insulin pump therapy and feels that they may have issues with their insulin pump. The customer was assisted with troubleshooting but did not have time to do the displacement test. There was no indication that the customer's insulin pump malfunctioned. The customer will call back at a later time to finish troubleshooting. The customer was advised to talk to their health care provider about the causes of the unexplained low blood glucose. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.